Event description:
It was reported that complete heart block occurred. Vascular access was obtained via a right transfemoral approached. A lotus introducer sheath was placed. A 27mm lotus edge valve was positioned to treat the mild to moderately calcified native aortic valve. When the valve was being locked, the patient went into complete heart block. A pacemaker was implanted. The patient's status is stable.